Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. One device sample was received in unused condition, in a plastic bag. Three pictures were also provided. One of them shows liquid leaking from the root of the connector connection. During visual inspection of the devices, no discrepancies were found in the devices. Functional testing showed leaking from the root of the connector connection. The complaint was confirmed. The root cause was not identified. A device history record (DHR) review could not be performed as the lot number was unknown.

Event description:
It was reported that liquid leaking from the tube. There was no patient involvement, and no patient harm/adverse event reported.